Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the review of the customer cleaning disinfection and sterilization (cds) process, results of third-party testing, the device evaluation and the complaint investigation. Olympus reviewed the customer provided cds processes where no obvious deviations from instructions for use (IFU) were identified. The device was evaluated where an additional potential adverse event was confirmed: white foreign material was found in the air/water cylinder, air/water tube and jet tube. The event can be prevented by following the instructions for use (IFU) which state: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus provided the following result of the culture test, performed at the third-party lab: sampling date: (B)(6) 2025 sampling from: all channels. Cfu: 5 (total). Bacterial identification: fictibacillus sp, bacillus species and lysinibacillus. Boronitolerans. Based on the results of the investigation the reported event could not be confirmed, and the root cause could not be determined. Growth of microorganisms were reported through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. Based on the results of the investigation of the white foreign material, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for more than 100 colony forming units (cfus) of unspecified bacteria. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.